Event description:
It was reported that the home patient (hp) had a system error 2367 on the homechoice (hc) after use, while the hp was not connected. The technical service representative (tsr) had the hp cycle the power in order to clear the alarm. However, the alarm repeated. The hp stated that no issues were found with the supplies that could have caused the alarm. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.